Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during procedure, physician stated that the tip of the catheter broke off. The physician was in the distal right coronary artery (rca) and said that there was not much resistance on the catheter when the event happened. Additional information: physician stated that the device tip was not trapped, and he was unable to recall how many rotations were preformed, when physician noticed the tip separated, they removed the device. The physician stated that the tip was in the subintimal space and could not be retrieved or stented to the side of the vessel.

Manufacturer narrative:
One-unit of turnpike spiral was returned for evaluation. Blood particulates were noted on the unit. Tip material separation was observed with the inner liner was exposed. Approximately 5mm of tip material was missing. The spiral threads of the turnpike spiral were displaced. Torque damages were noted. A device history record review was requested for the lot 73m2100188. All processes were followed. No nonconformances were noted. Case details were reviewed. A patient underwent a procedure for a cto. A turnpike spiral was used in the case. Physician stated that the tip of the turnpike spiral broke off. The physician was in the distal rca and said that there was not much resistance on the catheter when the event happened. One unit of turnpike spiral was returned for evaluation. Tip material separation was noted with the inner liner exposed. Approximately 5mm of tip material was separated. Torque damages were noted with the spiral thread partially displaced from their position. The damages are likely to have occurred during use when operated against resistance against a calcified vessel. Per IFU states the following warnings and precautions: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. A response was received. Physician stated the device was used per IFU. It wasn't trapped and the number of rotations employed using the catheter is unknown. The tip separated deep in the coronary vessel and could not be stented. It was in the subintimal space. No medical intervention was done. No other micro catheter was used. It is likely due to the interaction of the distal end of the catheter against the anatomical conditions of the vessel could have led to the catheter incurring damages. Further use of the unit would have been ineffectual. Patient condition was reported as fine. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.